Event description:
The end of the mako straight cup impactor broke off inside of the impaction platform. Case type: tha. Update: "yes the impactor broke during impaction".

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that the end of the mako straight cup impactor broke off inside of the impaction platform. Product evaluation and results: visual inspection visual inspection of the provided photos conform crack/fracture of the rio® straight shell impactor,trident pst device. Dimensional inspection, functional inspection and material analysis was not completed as the device was unavailable for evaluation. Product history review review of the device history records indicate 87 devices were manufactured and accepted into final stock on 10/19/2016. No non-conformances were identified during inspection. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209820, lot 32880 shows 02 additional complaints related to the failure in this investigation. Complaint investigation(s) pr: (B)(4). Conclusions: the failure was confirmed through visual inspection of photos provided. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The end of the mako straight cup impactor broke off inside of the impaction platform. Case type: tha. Update: "yes the impactor broke during impaction."